Event description:
The reportee indicated a customer recently exp[erienced some problems with the catheter in question saying that it often occludes at the ventricles/drainage hole site and at the angle of the access hole. The user claims they can accept the oclusion after 4 to 5 days of implantation but that it is unbearable that a catheter like this gets occluded after 30 days and they have to remove it and replace it twice/three times a month.